Event description:
Customer reported that the insulin pump's display was blank after a new battery was inserted. Customer reported that the insulin pump was exposed to sweat. Customer also reported that the battery compartment and the contacts on the battery cap were damaged. After inserting a new battery, customer reported that the insulin pump's display returned. Blood glucose level was 143 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.